Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 132.3000. Account name: (B)(6) health system. Account #: (B)(6). Asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) / biomed need assistance on 8015 sn (B)(4) having an error 132.3000. Case resolution: replaced faulty tamper button switch for error 132.3000, biomed will go ahead and replaced tamper switch. Will call back if need more assistance. Ref: (B)(4).